Event description:
It was reported that the insulin pump had physical damage to it. The reporter did not know the blood glucose reading. The caller stated that the insulin pump had cracks in the case near the battery threads. The customer did not know how the damage occurred. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.